Event description:
A report was received that the patient was having to charge his ipg frequently and the ipg was not holding its charge. The physician felt that the ipg was not working properly and explanted the ipg. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.